Event description:
Pt was in a locked alzheimer's unit. The pt was sleeping at 3:00 a.m. When checked by the staff; pt was found at 04:55 a.m. By the staff with head through the open loop of the side rail and body on the floor. The pt was unresponsive and could not be resuscitated. The coroner signed out the death as "accidental strangulation". The rails were temco half rails, model # 32-gf6650-1; ordered through graham-field. The bed was a fully electric home care bed from invacare corp.